Manufacturer narrative:
Date of event: was approximated from event month (B)(6).

Event description:
It was reported that in-stent restenosis occurred. Two 12cm innova stents were implanted in the superficial femoral artery (sfa). In (B)(6)2019, in-stent restenosis occurred. The restenosis was treated with a 5x220mm sterling balloon. In (B)(6) 2020, in-stent restenosis reoccurred. The 90% stenosed target lesion was moderately calcified. It was treated with a 5x60mm sterling balloon. The procedure was completed successfully without any health damage to the patient.

Event description:
It was reported that in-stent restenosis occurred. Two 12cm innova stents were implanted in the superficial femoral artery (sfa). In (B)(6) 2019, in-stent restenosis occurred. The restenosis was treated with a 5x220mm sterling balloon. In january 2020, in-stent restenosis reoccurred. The 90% stenosed target lesion was moderately calcified. It was treated with a 5x60mm sterling balloon. The procedure was completed successfully without any health damage to the patient. It was further reported that the patient's status was good post procedure.

Manufacturer narrative:
B3: date of event: was approximated from event month october.